Event description:
Customer reported that the up arrow button on the insulin pump is hard to press and she has to press it with two fingers to get it to respond. Customer also stated that she has received button error alarms and is difficult to clear due to the keypad issue. Customer also reported that every time she changes her sensor she gets low readings and the threshold suspend will trigger. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened up and down arrow button dome switches. No low threshold suspend alarm anomaly could be verified due to the button anomaly. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.